Manufacturer narrative:
(B)(4). A 040 humidifier adaptor was received for evaluation. Upon visual inspection, the snap cap of the adaptor was pushed too far down on the adaptor body. The lot # could not be verified upon sample receipt. A review was conducted of lot # reported by the customer (25h18). The review of the manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. 3. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. The complaint is confirmed as related to the assembly portion of the manufacturing process. Since lot # could not be determined with the complaint sample, it could not be verified when this complaint sample was manufactured in relation to the previously observed similar defect. However, an implemented corrective action has been in place for the previously noted issue and documented in (B)(4).

Event description:
The complaint is reported as: "after the cap has been changed, the oxygen is sometimes leaked even if oxygen is given 2~3 times. In some cases, the aquapack may swell, and the changed cap is said to be unnatural in punching and insertion". No patient injury reported. The patient condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "after the cap has been changed, the oxygen is sometimes leaked even if oxygen is given 2~3 times. In some cases, the aquapack may swell, and the changed cap is said to be unnatural in punching and insertion" no patient injury reported. The patient condition is reported as fine.